Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The name of the initial reporter has been abbreviated due to field character limit; the full name should read.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) will not turn on. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) will not turn on.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, d1, d9(device available for eval), h4, h6(clinical code). A getinge fse evaluated the unit and was able to reproduce the reported failure. To resolve the issue, the fse replaced the solenoid board. The unit passed all calibration tests and was returned to clinical use.